Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug which was implanted on (B)(6) 2019. It is also alleged that the patient underwent revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug which was implanted on (B)(6) 2019. It is also alleged that the patient underwent revision surgery on (B)(6) 2023. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿a large perfix plug (device 1) was placed and sutured.¿ (B)(6) 2023 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with removal of perfix plug (device 1) and an implant of 3dmax mesh (device 2). Per operative notes, ¿adhesions were taken down. A large perfix plug (device 1) was found in the medical space and dissected. A large left 3dmax mesh (device 2) was placed and secured to the pectineal ligament.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.